Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that he had a rash everywhere that the garment touched his skin. The patient applied a cream to the irritation and the patient's physician advised the patient to remove the lifevest due to the rash. Follow-up indicated that the rash had cleared.